Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distributor. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
Reporter alleged that during a surgical procedure on (B)(6) 2026, due to an unrecoverable medium priority alarm the procedure was converted to a laparoscopic procedure. No harm to the patient was reported. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.